Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial/lot #: (B)(4), ubd: 23-dec-2013, UDI#: (B)(4); product ID: 3778-45, serial/lot #: (B)(4), ubd: 23-dec-2013, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the implantable neurostimulator (ins) and leads were removed on (B)(6) 2019 because the system was bothering the patient. This started about 2 months ago or more. The leads had broken. The caller was not sure when the leads breaking occurred. No further complications were reported.